Event description:
During a review of the event history for a separate issue, it was discovered that failure code 810:11 occurred once on (B)(6) 2010 during infusion. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).